Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to perform maintenance. The cse lubricated the spring. The cause of the cse cutting their finger while servicing the instrument was due to the human factor issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
On (B)(6) 2017, the siemens customer service engineer (cse) was dispatched to the customer site to perform maintenance on a dimension vista 1500 instrument. The cse had their finger cut on the edge of the dimension vista chassis while replacing the belt aliquot motor. The cse received stitches on the finger due to the cut. There are no known reports of adverse health consequences due to the cse getting a cut on their finger.